Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was stretched. The lp was removed and another device was used to complete the procedure. There were no patient consequences.